Manufacturer narrative:
(B)(4). Insulin pump received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6). Pump not bumped or dropped. Crack is seen on: battery compartment. Drive support cap appears to be damaged: no. No car accident. Customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. (B)(6).